Manufacturer narrative:
The scope was returned to the service center for evaluation. The evaluation found scope failed the leak test there was a torn light guide tube and bending rubber. Additionally, the insertion tube was observed to be severely deformed/smashed. The scope was repaired and returned to the user facility. A review of the scope's history indicates the scope was purchased on (B)(6) 2010 and was last serviced via repair on (B)(6) 2019 due to a tear on the insertion tube. The instruction manual provides information that states, "it is necessary to remove the water resistant cap from the endoscope, when sterilizing the endoscope by sterrad sterilization systems. Otherwise the vaccum generated in the chamber of causes the bending rubber to rupture." The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the evis exeraii bronchovideoscope was reprocessed incorrectly as the user facility reported that during reprocessing, the technician placed the scope into the sterrad machine with the cap left on and the distal end broke. There was no patient involvement reported.

Manufacturer narrative:
The original equipment manufacturer (omsc) performed a device history record review and no abnormalities were noted. A review of previous complaints, noted on a similar complaint from the customer that ¿all reprocessing personnel at the user facility are trained on how to properly reprocess the endoscope". An investigation was completed by omsc and determined that there was no manufacturing, material or processing related cause for this failure mode. Since all reprocessing personnel were trained on how to properly reprocess the endoscope and IFU provides enough information, the suggested event was potentially due to mishandling by the user.